Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg became inoperable due to failure to recharge their system for more than a year. Reportedly, the patient misplaced their charging system. As a result, surgical intervention is pending as the next course of action.

Event description:
It was reported tha the patient underwent surgical intervention on (B)(6) 2019 wherein the patient had their ipg explanted and replaced. Therapy has been restored postop.